Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the longevity estimate observed on the device was higher than expected and the battery impedance had decreased. The patient was stable and will continue to be monitored.